Manufacturer narrative:
The investigation conducted by the field service engineer (fse) and review of the system error logs determined that the vision issue experienced by the customer was associated with the double camera controller (doco). The doco refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. One ccu is assigned to the surgeon's right side image (right ccu) and one to his left (left ccu). The system was repaired by replacing the affected doco. The doco was returned to isi for failure analysis and the customer reported complaint was confirmed as the doco did not function properly. As of march 1, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure, the site experienced a loss of video in the right eye of the surgeon side console. The site reseated and then replaced the camera cable, however, the vision loss continued to occur. With the assistance of a technical support engineer, the site restarted the system, however, the vision loss was still present. The patient was under anesthesia and the port incisions had been made when the surgeon decided to abort the planned procedure. No patient harm, adverse outcome or injury was reported.